Event description:
It was reported that the surgeon operated on the patient at levels t10-ilium on (B)(6) 2014. The patient had a previous spine fusion from l3-l5 with synthes uss in 2004. The patient developed adjacent level disc disease and stenosis above and below levels l3-l5 fusion from 2004 and complained of back pain. The surgeon removed the synthes uss from levels l3-l5 and placed new uss screws at those levels and new screws from t10-s1. The surgeon then decompressed the levels with stenosis. Then placed non-synthes t-plif allograft spacers at levels l5-s1 and l2-l3. Then contoured the 300mm tan rods (498.292) and placed them in the patient and connected them to the screws. The surgeon then connected the left rod first and then the right. After the right rod was placed, the neuromonitoring began losing neuro signals. After some discussion between the surgeon and the neuromonitoring specialist, the surgeon decided to remove the rods. The surgeon did not feel that the rod placement did anything to manipulate the spine in a negative way but it was the only thing that was done that seemed to correlate with the loss in neuro signals. The surgeon decided to place a temporary rod (200mm-498.108) on the patient¿s left side to stabilize the cranial part of the construct. The surgeon used 6 nuts (498.003) and 6 collars (498.010) to connect the rod from levels t10-l3. The surgeon then closed the patient and requested an magnetic resonance imaging (MRI) and computerized tomography (CT) scan to diagnose why there was a signal loss during the procedure. The patient ended up not having any neurological deficits and the CT scan and MRI did not show any reason for the signal loss. On (B)(6) 2014 the surgeon completed the procedure, using the same 300mm rods from (B)(6) 2014 procedure that had been cleaned and resterilized. The surgeon then connected the rods. He placed bilateral iliac screws and connected them to the rods. The procedure was completed successfully. This report is 15 of 23 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: unknown. Implanted sometime in the year 2004. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.